Event description:
Right femoral artery angio done prior to angioseal deployment. 6f deployed. Bleeding at rfa site. Manual pressure held until hemostasis obtained. Pressure dressing applied. No hematoma noted.